Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient called in response to inratio system withdrawal notification. The patient reported the following discrepancy occurring approximately one month prior to the date of this report: the patient tested on the physician's alternate poc instrument and received an inr result of 2.5. The patient tested with his inratio system in his car after leaving the office with an inr result of 0.9. The patient's warfarin dosage was adjusted based on the physician's alternate poc instrument inr result. The patient reported not verifying the strip code on meter, having difficulty acquiring a sufficient sample, and milking the finger.